Event description:
It was reported that the device "didn't work half the time", was difficult to adjust, and caused the pt discomfort. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.